Event description:
It was reported that the physician's handheld would not hold a charge. The physician indicated that the connection felt really loose and the device would only charge if the cord held a certain way while plugged in the wall. The reporter indicated that the device will be returned to the manufacturer for analysis however it has not been received at the time of this report.